Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional followup according to the sales representative, I spoke to the resident who actually fired the device. According to the resident the procedure was a left lobectomy. They used the ats45 for 2-3 firings with no issues. When he went to fire across the pulmonary artery they inserted the device thru an opening made for the chest tube (no chest tube was present at the time). When fired the cartridge was pushed out the distal end of the device and cut the pa and no staples formed. He sutured the pa after this and was able to finish the case. He fired one more time with the ats45 with no issues. He was given 4 units of blood during the procedure. He passed roughly a week after the surgery. The resident said the patient had multiple complications so difficult to pinpoint the cause. Several attempts have been made to followup directly with the resident, no response has been received to date. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was initially reported that during an open lobectomy procedure the surgeon fired the device across the pulmonary artery. When the surgeon observed the staple line the device had cut but not stapled; the surgeon sutured over the cut line to control the bleeding. They noticed the cartridge had moved forward in the device but were able to continue to use the device with additional reloads to complete the case. No information regarding if the patient required blood products. Post op, the surgeon reported that the patient had passed but no additional information was available about the patient or post operative care. On what tissue type was the device used? Lung at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Device cartridge moved out in the device when the surgeon observed it.